Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer noticed loose drive support cap when he pushed it out. The customer stated that the drive support cap was harder than it was when it was empty. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratched and cracked display window. The drive support disk was inspected and no anomaly was noted.